Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in india. It was reported that a hl20 roller pump displayed the error messages "beltslip" and ¿stop-rel¿ and one twin pump displayed the error messages ¿ER 07 err_5vtest¿ and ¿direct¿ during testing. No harm to any person was reported. A getinge field service technician was onsite for investigation of the device on 2025-04-03. The 5v supply on the dc/dc module was adjusted to solve the "er07" and for the error message: "stop rel" the odu connector will be replaced. The error messages: "direct" and "beltslip" could not be reproduced. According to the service manual of the hl20 the error "stop-rel" indicates that the stop relays are not okay. This can only occur during the self-test on start up of the device when the relays are checked. Therefore, this failure will always be detected prior to use of the device. The cause of the error message "stop-rel" was determined as a broken pin on the pump connector (odu connector) as confirmed by the getinge service technician. The most probable cause of the broken pin is a high mechanical external forces by the placement of the pump module on an irregular surface or on top of an object. According to the instructions for use hl 20 in chapter 5.8 checklists the user has to check the hl 20 prior the use for full functionality. Furthermore, it should be checked that all connected parts, devices, and modules are firmly and correctly connected. According to the instructions for use hl 20 version 02 in chapter 8.1.2 technical alarms the error message: "beltslip" does not lead to a pump stop. This alarm only indicates to the user that the pump speed is smaller than 90% of the motor speed. This reported error message could not be replroduced. However, the error message "beltslip" can be linked to the following most possible root causes according to the hl 20 risk assessment file: fail of device because of: - failure of pump control board (pump stop) - defective tacho, relay or pump belt. The error message: "direct" leads to a pump stop and indicates that the pump has turned (1/4 turn) in the wrong direction. This reported error message could not be reproduced. However, the error message "direct" can be linked to the following most possible root causes according to the hl 20 risk assessment file: fail of device because of: - failure of pump control board (pump stop) -defective tacho, relay or pump belt. The error message ¿ER 07 err_5vtest¿ indicating that the +5v- supply voltage self-test failed. This reported failure"ER 07 err_5vtest" was solved by adjusting the 5v and 12v. A similar case was already assessed by the getinge life cycle engineering on 2024-03-04. The most probable root cause was determined as age related loss of adjustment of the potentiometer (manufactured on 2011-05-31). The potentiometer can loose the adjustment over time and it is not unusual that the output voltage needs to be readjusted. Therefore, the checking and, if necessary, adjustment of the potentiometer is part of annual maintenance as described in the service manual, chapter. 3.6.3 "electrical function check - base console". The review of the non-conformities has been performed on 2024-11-18 for the period of 2011-05-31 to 2024-11-15. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2011-05-31. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failures "stop-rel" and "ER 07 err_5vtest¿. The reported error messages: "beltslip" and "direct" could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the indian market. It is a significantly similar device to "base unit hl 20¿ which is sold in the USA under premarket submission number k943803. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hl 20 with catalog number 701043262.

Manufacturer narrative:
As soon as new information becomes available a follow up medwatch will be submitted. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in india. It was reported that a hl20 roller pump displayed the error messages "beltslip" and ¿stop-rel¿ and one twin pump displayed the error messages ¿ER 07 err_5vtest¿ and ¿direct¿ during testing. No harm to any person was reported. According to the service manual of the hl20 the error "stop-rel" indicates that the stop relays are not okay. This can only occur during the self-test on start up of the device when the relays are checked. Therefore, this failure will always be detected prior to use of the device. According to the instructions for use hl 20 version 02 in chapter 8.1.2 technical alarms the error message: "beltslip" does not lead to a pump stop. This alarm only indicates to the user that the pump speed is smaller than 90% of the motor speed. This direct error message leads to a pump stop and indicates that the pump has turned (1/4 turn) in the wrong direction. The error message ¿ER 07 err_5vtest¿ indicating that the +5v- supply voltage self-test failed. Since the reported error messages: ¿direct¿ and ¿ER 07 err_5vtest¿ can cause an unintentional pump stop, a report is required in us. Complaint ID: (B)(4).